Event description:
It was reported that a dexcom g7 continuous glucose monitor paired to the ilet experienced a brief sensor communication interruption, which the user resolved by re-pairing the sensor following guidance. Symptoms included no reported adverse physiological effects. Outcomes included restoration of sensor function with successful signal reconnection and no medical intervention. Investigation included troubleshooting and user education by support personnel. Investigation of this case revealed a transient sensor communication issue with an undetermined root cause. It was concluded that the event was a brief sensor issue resolved through re-pairing, with no further action required unless recurrence prompts manufacturer follow-up.